Event description:
It was reported that the pump battery would not charge despite using a tandem charging cable and attempting to charge it via a wall outlet. There was no adverse impact to the customer's blood glucose level. When technical support instructed the caller to use a different wall outlet and charging cable, these measures failed to resolve the issue. Consequently, technical support decided to replace the pump, confirming that it was still under warranty. The customer was advised to switch to multiple daily injections as a backup therapy and instructed on returning the problematic pump. The caller successfully followed these instructions, including placing the pump into storage mode and preparing it for return with a pre-paid label.